Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision was performed due to a poly exchange.

Manufacturer narrative:
The associated complaint devices were not returned. Photos were provided which show damage to the femoral component and poly insert. The femoral component remains implanted. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for these devices. (B)(4).